Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced blood splatter/leakage from the device. The following information was provided by the initial reporter. The customer stated: it was reported that the needle leaked and caused an exposure. The distributor called stating that her customer called to report that the needle leak good amount of blood after the draw. The blood got allover her face and arms when she placed the needle in the sharps container.

Manufacturer narrative:
H6: investigation summary: no customer samples or photos were received for evaluation. (B)(4) retention samples were subjected to a submerged leak test as well as a visual for damaged tubing. There were no issues observed, therefore, this complaint is not confirmed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on the retention sample testing and investigation results, bd is unable to confirm/duplicate the customer¿s reported failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. H3 other text : see h10.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced blood splatter/leakage from the device. The following information was provided by the initial reporter. The customer stated: it was reported that the needle leaked and caused an exposure. The distributor called stating that her customer called to report that the needle leak good amount of blood after the draw. The blood got allover her face and arms when she placed the needle in the sharps container.